Event description:
It was reported that the patient's rate dropped to forty five beats per minute when the device was programmed to a lower rate of sixty beats per minute. There was oversensing on the right ventricular lead resulting in inhibition of pacing. The sensing on the right ventricular lead was decreased which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.